Manufacturer narrative:
B5 - "reportedly, the patient does not want a lens exchange. Patient is happy. Lens remains implanted." Should be added to the initial MDR. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -5.5/+2.0/091 (sphere/ cylinder/ axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Excessive vault is reported. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).